Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor shut down. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. The issue is not duplicated by our field service engineer. The standby valve replaced as a precaution. No parts were sent for our further investigation. No device logs from connected ventilator were received. Therefore the root cause could not be identified. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).